Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti (urinary tract infection)") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2011. At the time of the report, the menorrhagia and dysmenorrhoea had resolved and the bladder disorder, urinary tract disorder, urinary tract infection and vaginal infection outcome was unknown. The reporter considered bladder disorder, dysmenorrhoea, menorrhagia, urinary tract disorder, urinary tract infection and vaginal infection to be related to essure. The reporter commented: she had received treatment for following events"dysmenorrhea, menorrhagia, bladder problems, urinary problems, uti (urinary tract infection) and vaginal infection". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: plaintiff fact sheet received. The case was upgraded from other event to incident. Previously reported ¿injury¿ was updated to more specified events¿ dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), bladder problems, urinary problems, uti (urinary tract infection) and vaginal infection¿. Reporter¿s information, demographics and essure removal date were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.